Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and shots hurts itself on the same day, after unknown latency could not walk/ hard to walk, couldn't bend my knees, pain in both knees/ knees sting, knees still feel hot, still hurt when bend knees, knee were locked up and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot, after 2.5 hours had bad chills and could not sleep. Medical history included bad chills in (B)(6) 2017 and cyst behind each knee cap. Patient had 4 bolts in back major back surgery. Patient did not had any prosthetics. Patient was not allergic to eggs or birds. Patient had other health issues (not provided) and had reactive hypoglycemia. Patient was allergic to 4 medications and had a list of 14 pages of others that patient did not tolerate. Concomitant medications included vitamins and eye drops and no other medications. Patient had previously received synvisc one in 2015 in right knee and in 2016 in other knee. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose, indication: not provided) in both knees for pain in knees. Patient had a reaction to synvisc one. The shot hurts itself on the same day and made it hard to walk. Walking out of the office and to car was only 50 feet and then patient went straight home and was in the bed for the rest. Within 2.5 hours on the same day, patient had really bad chills and couldn't sleep enough. Patient did not knew if she had a fever or not. Typically when patient had a fever, patient would have chills so bad that patient was shaking. Patient did not knew if she was shaking or not. On an unknown date in 2017, after unknown latency, patient could not walk and her knees were locked up. Patient was in a lot of pain in both knees. Patient was still hurting. Patient could walk now but it took about a day and an half to get back to not having to use a cane or to have to hold on to something. Patient was told to take ice and take ibuprofen. Patient did not take ibuprofen and took paracetamol (tylenol) instead. Patient got a little better but still had a lot of pain. Patient could only shuffle a little bit but couldn't bend my knees (onset date: 2017). Patient would just shuffle and then got back to the bed. Patient's knees still felt hot (onset date: 2017). Patient did not knew if they were red or not. They still hurted when patient bend them: sitting on a chair, getting out of tub or up from the toilet. The doctor was a surgeon and not my rheumatoid arthritis (ra) doctor. Patient did not have an ra doctor. Patient had an appointment on thursday with just a general doctor but not the doctor that gave her the injection. Patient was only sent to physical therapy. The symptoms had persisted the whole 5 weeks since the shot. The pain was severe 9/10 initially and on (B)(6) 2018. It was a 2-3/10. Patient was getting a little bit better, but knees still sting. Patient do stretching and take vitamin b6, calcium and magnesium which help calm things down. As soon as the vitamins wear down the pain came back. The vitamins made it settle down some. It was reported that the patient's left knee was really hurting and right not as much but patient got it in both. Also reported that the patient's knees could not be drained because of the cysts that were there. The next step was a full knee replacement. On an unknown date in 2017, patient's right knee swelled pretty big. Patient got arthritis swelling that came and goes, but this was swelling bigger than arthritis. Patient's right knee was the size of a cantaloupe. Left did not get that big but it swelled a lot. Corrective treatment: cane user, hold onto something to move; physical therapy; stretching; pyridoxine hydrochloride (vitamin b6), magnesium, calcium for could not walk/ hard to walk, physical therapy; pyridoxine hydrochloride, magnesium, calcium; stretching for couldn't bend my knees, knee were locked up, paracetamol (tylenol), ice for bad chills, paracetamol, ice, pyridoxine hydrochloride, magnesium, calcium; physical therapy; stretching for pain in both knees/ knees sting, knees still feel hot, still hurt when bend knees and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot, paracetamol for shots hurts itself outcome: recovering for could not walk/ hard to walk, knee were locked up, pain in both knees/ knees sting, unknown for shots hurts itself and not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk/ hard to walk and device malfunction pharmacovigilance comment: sanofi company comment dated 5-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced gait inability, joint range of motion decreased, chills, poor quality sleep, knee lock, pain in both knees, swelling of knees, joint warmth and pain during injection from the recalled lot of synvisc one. Although event onset dates are unknown, a significant temporal relationship can be established on the basis of reported information. Furthermore, concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 02-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and shots hurts itself, had an immediate reaction/related side effects, could only slide feet sideways, hold on to something to get to bathroom, could not walk/ hard to walk, couldn't bend my knees/could not bend knees, right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some and knees still feel hot/knee feel hot on the same day, after 2.5 hours had bad chills and could not sleep, after few hours had pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees and after unknown latency had knots on her knees, lesions below the knees, still hurt when bend knees and knee were locked up. Also device malfunction was identified for the reported lot number. Medical history included bad chills in (B)(6) 2017, osteoarthritis, fibromyalgia, osteoporosis, reactive hypoglycemia, polymyalgia rheumatic, temporal arteritis, spine deterioration, spine deterioration, mild rheumatoid arthritis, dysthymia and cyst behind each knee cap. Patient had 4 bolts in back major back surgery. Patient did not had any prosthetics. Patient was not allergic to eggs or birds. Patient had other health issues (not provided) and had reactive hypoglycemia. Patient was allergic to environment and also had drug allergy (allergic to penicillin, erythromycin, amlodipine besilate (norvasc) and lidocaine). Concomitant medications included vitamins, eye drops, acetylsalicylic acid (aspirin). Patient had previously received synvisc one in 2015 in right knee and in 2016 in other knee that lasted for one year. She had no problems with the previous synvisc one injections on (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020, dose: not provided) in both knees for pain in knees and arthritis. Patient had a reaction to synvisc one and problem started on the same day. The shot hurts itself on the same day and made it hard to walk. Patient had pain. On the same day, after 2 hours of receiving the injection, patient had bad pain in knees, chills, could not walk or bend knee, could only slide feet sideways and hold on to something to get to bathroom, had stinging in muscles around knees and later the knees felt hot. Walking out of the office and to car was only 50 feet and then patient went straight home and was in the bed for the rest. Within 2.5 hours on the same day, patient had really bad chills and couldn't sleep enough. Patient did not knew if she had a fever or not. Typically when patient had a fever, patient would have chills so bad that patient was shaking. Patient did not knew if she was shaking or not. It was reported that the events lasted for 30 hours and patient could walk a little with cane and hold on to something. On an unknown date in 2017, after unknown latency, patient's knees were locked up. Patient was in a lot of pain in both knees. Patient was still hurting. Patient could walk now but it took about a day and an half to get back to not having to use a cane or to have to hold on to something. Patient was told to take ice and take ibuprofen. Patient did not take ibuprofen and took paracetamol (tylenol) instead. Patient got a little better but still had a lot of pain. Patient could only shuffle a little bit but couldn't bend knees. Patient would just shuffle and then got back to the bed. Patient's knees still felt hot (onset date: 2017). Patient did not knew if they were red or not. They still hurted when patient bend them: sitting on a chair, getting out of tub or up from the toilet. The doctor was a surgeon and not rheumatoid arthritis (ra) doctor. Patient did not have an ra doctor. Patient had an appointment on thursday with just a general doctor but not the doctor that gave her the injection. Patient was only sent to physical therapy. The symptoms had persisted the whole 5 weeks since the shot. The pain was severe 9/10 initially and on (B)(6) 2018 it was a 2-3/10. Patient was getting a little bit better, but knees still sting. Patient do stretching and take vitamin b6, calcium and magnesium which help calm things down. As soon as the vitamins wear down the pain came back. The vitamins made it settle down some. It was reported that the patient's left knee was really hurting and right not as much but patient got it in both. Also reported that the patient's knees could not be drained because of the cysts that were there. The next step was a full knee replacement. On an unknown date in 2017, patient's right knee swelled pretty big. Patient got arthritis swelling that came and goes, but this was swelling bigger than arthritis. Patient's right knee was the size of a cantaloupe. Left did not get that big but it swelled a lot. On an unknown date, after an unknown latency, had knots on her knees and lesions below the knees. As of (B)(6) 2018, patient still had some swelling and knees hurt. She was very sensitive to medications and wondered whether receiving them at the same time triggered her reaction. She still had some pain, not from arthritis. The patient reported of having cysts that she had behind both of her kneecaps after steroid injections stopped working. Corrective treatment: cane user, hold onto something to move; physical therapy; stretching; pyridoxine hydrochloride (vitamin b6), magnesium, calcium for could not walk/ hard to walk, physical therapy; pyridoxine hydrochloride, magnesium, calcium; stretching for couldn't bend my knees/could not bend knees, knee were locked up, paracetamol (tylenol), ice for bad chills, paracetamol, ice, pyridoxine hydrochloride, magnesium, calcium; physical therapy; stretching for pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, knees still feel hot/knee feel hot, still hurt when bend knees and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some, paracetamol for shots hurts itself; not reported for other events except device malfunction outcome: recovering for could not walk/ hard to walk, knee were locked up, pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, unknown for shots hurts itself, had knots on her knees and lesions below the knees and not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk/ hard to walk and device malfunction additional information was received on 08-jan-2018 from patient's daughter. Events of knots on her knees and lesions below the knees were added. Clinical course was updated and text amended accordingly. Additional information was received on 18-jan-2018 from physician. Patient's age, weight and height were added. Medical history was updated. Concomitant medications and concurrent conditions were added. Additional event of could only slide feet sideways and hold on to something to get to bathroom on the same day was added. The event term couldn't bend my knees was updated to couldn't bend my knees/could not bend knees, pain in both knees/ knees sting was updated to pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, knees still feel hot was updated to knees still feel hot/knee feel hot and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot was updated to right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some and event onset of all the above events was updated from 2017 to (B)(6) 2017. Also event onset of bad chills and could not sleep was updated from 2017 to (B)(6) 2017. Expiry date of synvisc one and indication (arthritis) was added. Clinical course was updated and text amended accordingly. Follow up information was received on 31-jan-2018. No new information received additional information was received on 20-feb-2018. Medical history was added. Clinical course was updated. Pharmacovigilance comment: sanofi follow-up company comment follow up dated 20-feb-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received treatment with synvisc one and later experienced gait inability, joint range of motion decreased, chills, poor quality sleep, knee lock, pain in both knees, swelling of knees, joint warmth and pain during injection from the recalled lot of synvisc one. Although event onset dates are unknown, a significant temporal relationship can be established on the basis of reported information. Furthermore, concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 02-jan-2018 from a patient. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and shots hurts itself on the same day, after unknown latency could not walk/ hard to walk, knots on her knees, lesions below the knees, couldn't bend my knees, pain in both knees/ knees sting, knees still feel hot, still hurt when bend knees, knee were locked up and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot, after 2.5 hours had bad chills and could not sleep. Medical history included bad chills in (B)(6) 2017 and cyst behind each knee cap. Patient had 4 bolts in back major back surgery. Patient did not had any prosthetics. Patient was not allergic to eggs or birds. Patient had other health issues (not provided) and had reactive hypoglycemia. Patient was allergic to 4 medications and had a list of 14 pages of others that patient did not tolerate. Concomitant medications included vitamins and eye drops and no other medications. Patient had previously received synvisc one in 2015 in right knee and in 2016 in other knee. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose, indication: not provided) in both knees for pain in knees. Patient had a reaction to synvisc one. The shot hurts itself on the same day and made it hard to walk. Walking out of the office and to car was only 50 feet and then patient went straight home and was in the bed for the rest. Within 2.5 hours on the same day, patient had really bad chills and couldn't sleep enough. Patient did not knew if she had a fever or not. Typically when patient had a fever, patient would have chills so bad that patient was shaking. Patient did not knew if she was shaking or not. On an unknown date in 2017, after unknown latency, patient could not walk and her knees were locked up. Patient was in a lot of pain in both knees. Patient was still hurting. Patient could walk now but it took about a day and an half to get back to not having to use a cane or to have to hold on to something. Patient was told to take ice and take ibuprofen. Patient did not take ibuprofen and took paracetamol (tylenol) instead. Patient got a little better but still had a lot of pain. Patient could only shuffle a little bit but couldn't bend my knees (onset date: 2017). Patient would just shuffle and then got back to the bed. Patient's knees still felt hot (onset date: 2017). Patient did not knew if they were red or not. They still hurted when patient bend them: sitting on a chair, getting out of tub or up from the toilet. The doctor was a surgeon and not my rheumatoid arthritis (ra) doctor. Patient did not have an ra doctor. Patient had an appointment on thursday with just a general doctor but not the doctor that gave her the injection. Patient was only sent to physical therapy. The symptoms had persisted the whole 5 weeks since the shot. The pain was severe 9/10 initially and on (B)(6) 2018 it was a 2-3/10. Patient was getting a little bit better, but knees still sting. Patient do stretching and take vitamin b6, calcium and magnesium which help calm things down. As soon as the vitamins wear down the pain came back. The vitamins made it settle down some. It was reported that the patient's left knee was really hurting and right not as much but patient got it in both. Also reported that the patient's knees could not be drained because of the cysts that were there. The next step was a full knee replacement. On an unknown date in 2017, patient's right knee swelled pretty big. Patient got arthritis swelling that came and goes, but this was swelling bigger than arthritis. Patient's right knee was the size of a cantaloupe. Left did not get that big but it swelled a lot. On an unknown date, after an unknown latency, had knots on her knees and lesions below the knees. Corrective treatment: cane user, hold onto something to move; physical therapy; stretching; pyridoxine hydrochloride (vitamin b6), magnesium, calcium for could not walk/ hard to walk, physical therapy; pyridoxine hydrochloride, magnesium, calcium; stretching for couldn't bend my knees, knee were locked up, paracetamol (tylenol), ice for bad chills, paracetamol, ice, pyridoxine hydrochloride, magnesium, calcium; physical therapy; stretching for pain in both knees/ knees sting, knees still feel hot, still hurt when bend knees and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot, paracetamol for shots hurts itself outcome: recovering for could not walk/ hard to walk, knee were locked up, pain in both knees/ knees sting, unknown for shots hurts itself, had knots on her knees and lesions below the knees and not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk/ hard to walk and device malfunction additional information was received on 08-jan-2018 from patient's daughter. Events of knots on her knees and lesions below the knees were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 08-jan-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received treatment with synvisc one and later experienced gait inability, joint range of motion decreased, chills, poor quality sleep, knee lock, pain in both knees, swelling of knees, joint warmth and pain during injection from the recalled lot of synvisc one. Although event onset dates are unknown, a significant temporal relationship can be established on the basis of reported information. Furthermore, concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 02-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and shots hurts itself, had an immediate reaction/related side effects, could only slide feet sideways, hold on to something to get to bathroom, could not walk/ hard to walk, couldn't bend my knees/could not bend knees, right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some and knees still feel hot/knee feel hot on the same day, after 2.5 hours had bad chills and could not sleep, after few hours had pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees and after unknown latency had knots on her knees, lesions below the knees, still hurt when bend knees and knee were locked up. Also device malfunction was identified for the reported lot number. Medical history included bad chills in (B)(6) 2017, osteoarthritis, fibromyalgia, osteoporosis, reactive hypoglycemia, polymyalgia rheumatic, temporal arteritis, spine deterioration, spine deterioration, mild rheumatoid arthritis, dysthymia and cyst behind each knee cap. Patient had 4 bolts in back major back surgery. Patient did not had any prosthetics. Patient was not allergic to eggs or birds. Patient had other health issues (not provided) and had reactive hypoglycemia. Patient was allergic to environment and also had drug allergy (allergic to penicillin, erythromycin, amlodipine besilate (norvasc) and lidocaine). Concomitant medications included vitamins, eye drops, acetylsalicylic acid (aspirin). Patient had previously received synvisc one in 2015 in right knee and in 2016 in other knee. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020, dose: not provided) in both knees for pain in knees and arthritis. Patient had a reaction to synvisc one and problem started on the same day. The shot hurts itself on the same day and made it hard to walk. Patient had pain. On the same day, after 2 hours of receiving the injection, patient had bad pain in knees, chills, could not walk or bend knee, could only slide feet sideways and hold on to something to get to bathroom, had stinging in muscles around knees and later the knees felt hot. Walking out of the office and to car was only 50 feet and then patient went straight home and was in the bed for the rest. Within 2.5 hours on the same day, patient had really bad chills and couldn't sleep enough. Patient did not knew if she had a fever or not. Typically when patient had a fever, patient would have chills so bad that patient was shaking. Patient did not knew if she was shaking or not. It was reported that the events lasted for 30 hours and patient could walk a little with cane and hold on to something. On an unknown date in 2017, after unknown latency, patient's knees were locked up. Patient was in a lot of pain in both knees. Patient was still hurting. Patient could walk now but it took about a day and an half to get back to not having to use a cane or to have to hold on to something. Patient was told to take ice and take ibuprofen. Patient did not take ibuprofen and took paracetamol (tylenol) instead. Patient got a little better but still had a lot of pain. Patient could only shuffle a little bit but couldn't bend knees. Patient would just shuffle and then got back to the bed. Patient's knees still felt hot (onset date: 2017). Patient did not knew if they were red or not. They still hurted when patient bend them: sitting on a chair, getting out of tub or up from the toilet. The doctor was a surgeon and not rheumatoid arthritis (ra) doctor. Patient did not have an ra doctor. Patient had an appointment on thursday with just a general doctor but not the doctor that gave her the injection. Patient was only sent to physical therapy. The symptoms had persisted the whole 5 weeks since the shot. The pain was severe 9/10 initially and on (B)(6) 2018 it was a 2-3/10. Patient was getting a little bit better, but knees still sting. Patient do stretching and take vitamin b6, calcium and magnesium which help calm things down. As soon as the vitamins wear down the pain came back. The vitamins made it settle down some. It was reported that the patient's left knee was really hurting and right not as much but patient got it in both. Also reported that the patient's knees could not be drained because of the cysts that were there. The next step was a full knee replacement. On an unknown date in 2017, patient's right knee swelled pretty big. Patient got arthritis swelling that came and goes, but this was swelling bigger than arthritis. Patient's right knee was the size of a cantaloupe. Left did not get that big but it swelled a lot. On an unknown date, after an unknown latency, had knots on her knees and lesions below the knees. As of (B)(6) 2018, patient still had some swelling and knees hurt. Corrective treatment: cane user, hold onto something to move; physical therapy; stretching; pyridoxine hydrochloride (vitamin b6), magnesium, calcium for could not walk/ hard to walk, physical therapy; pyridoxine hydrochloride, magnesium, calcium; stretching for couldn't bend my knees/could not bend knees, knee were locked up, paracetamol (tylenol), ice for bad chills, paracetamol, ice, pyridoxine hydrochloride, magnesium, calcium; physical therapy; stretching for pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, knees still feel hot/knee feel hot, still hurt when bend knees and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some, paracetamol for shots hurts itself; not reported for other events except device malfunction outcome: recovering for could not walk/ hard to walk, knee were locked up, pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, unknown for shots hurts itself, had knots on her knees and lesions below the knees and not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk/ hard to walk and device malfunction additional information was received on 08-jan-2018 from patient's daughter. Events of knots on her knees and lesions below the knees were added. Clinical course was updated and text amended accordingly. Additional information was received on 18-jan-2018 from physician. Patient's age, weight and height were added. Medical history was updated. Concomitant medications and concurrent conditions were added. Additional event of could only slide feet sideways and hold on to something to get to bathroom on the same day was added. The event term couldn't bend my knees was updated to couldn't bend my knees/could not bend knees, pain in both knees/ knees sting was updated to pain in both knees/ knees sting/pain/bad pain in knees/stinging in muscles around knees, knees still feel hot was updated to knees still feel hot/knee feel hot and right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot was updated to right knee swelled up pretty big/ right knee was the size of cantaloupe/ left didn't get that big but it swelled a lot/swell some and event onset of all the above events was updated from 2017 to (B)(6) 2017. Also event onset of bad chills and could not sleep was updated from 2017 to (B)(6) 2017. Expiry date of synvisc one and indication (arthritis) was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment follow up dated 18-jan-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received treatment with synvisc one and later experienced gait inability, joint range of motion decreased, chills, poor quality sleep, knee lock, pain in both knees, swelling of knees, joint warmth and pain during injection from the recalled lot of synvisc one. Although event onset dates are unknown, a significant temporal relationship can be established on the basis of reported information. Furthermore, concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.